Event description:
It was reported that the gloves sticking together and ripping when pulling them out of them out of the box causing concern for caregiver safety.

Manufacturer narrative:
It was reported that the gloves sticking together and ripping when pulling them out of them out of the box causing concern for caregiver safety. Gloves were removed and replaced with new gloves. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.